Event description:
Reported states mobile system blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, and 133 mg/dl within 10 minutes. Caller reported a separate comparison on the same system of 524 mg/dl and 134 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.